Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was sleeping and he had the pump in a pouch. Customer stated that this morning the pump was lying by his side without the pouch and he tried to bolus but he received a button error. Customer's blood glucose was 152 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.